Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The light source lamp was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause is unk. (B)(4).

Event description:
A healthcare provider reported on behalf of a surgeon that during surgery, when the pt's retina was lasered with the 532nm retina laser, the eye became soft, because the system no longer provided air pressure. The surgery personnel did not notice any system message. Pt harm could be averted by appropriate measures taken by the surgery personnel to keep the intraocular pressure stable. The surgery was completed. Additional info received indicates that the surgeon induced liquid via the three-way stopcock. This did not result in any complications. The surgeon was able to check manually if the iop was ok.